Event description:
It was reported that the ventilator had an error code indicating alarm light emitting diode (led) failed. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Therapy was not interrupted due to the reported event.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The service provider (sp) inspected the device and replaced the power switch overlay to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.